Event description:
It was reported that the mdm liner was opened for a case and foreign body was seen inside sterile package.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event related to a packaging issue involving a modular dual mobility insert was reported. The event was not confirmed. The device was received. The packaging was not received, it was discarded by the hospital. There was no evidence of the presence of a foreign body returned. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided and the packaging was not returned. Additional information and return of the packaging are needed to fully investigate the event.

Event description:
It was reported that the mdm liner was opened for a case and foreign body was seen inside sterile package.